Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. D3, g1,g2 email is: (B)(6).

Manufacturer narrative:
Other text: sample received: sample received consist in 1 cassette product from part number 21-7302-24. Sample was received before used conditions, without its original packaging, decontaminated and inside plastic bag. Visual inspection: the sample was visually inspected, at a distance of 12 to 24 and normal conditions of illumination. Results: no damages, bad bonds, cuts or kinks detected in the sample returned that could cause the failure mode reported. Functional testing: the sample was filled with 100 ml of colored water using a syringe following the IFU as 10009799-002 rev 100. IFU, cassette, 21-7302 to detect any leakage. Results: a leak was detected; the sample unit present a leak in the medication bag neck section. Complaint is confirmed. Leak point inspection: cassette medication bag was removed from the cassette disposable to identify the specific point of the leak. It was identified that the leak point is in the medication bag neck section. Root cause - the most probable root cause is medication bag was damaged and not correctly segregate. Allegation confirmed: yes.

Event description:
It was reported that the cassette's medication leaked into the hard cover of the cassette. No patient injury reported.